Event description:
Reporter noted no particles noticed during surgery, but 30-50 little metal colored flecks in eye pod1. Also noticed some corneal edema. Edema is resolving; eye is quiet. Won't retrieve particles.